Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger. It was reported when they are mixing chemo therapy the lines are falling out of the bags. They are not sure if it is the port of the bags causing the issue or the spike on the end of the line causing the issue. This has resulted in 4 confirmed chemo spills. Type of incident / problem was malfunction - during or after use. Frequency of problem was recurring. There was no invasive procedure. There was no unexpected or prolonged care. There was patient involvement and there was no apparent harm: reached patient, person, inconvenient. This is the second of four occurrences

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.